Event description:
It was reported that straight catheter kits were leaking at the connection site to the drain bag. Per follow-up on 17jun21, it was reported that two staff had brought this forward. It was stated that one staff inserted the straight catheter in two patients, and it leaked both times. Per follow-up on 18jun21, it was reported that the catheter that leaked belonged to lot# ngewx143 and lot#ngfq0368. It was also reported that it looked like more than one lot# was leaking. It was unknown where the leak occurred. Per follow-up on 21jun21, it was stated that at least 6 leaking events have taken place as of last week.

Manufacturer narrative:
The reported event was confirmed by CAPA association as design related issue. Per CAPA 3466686 / ucc-21-4267-sa, the investigation of root cause for leaks from the catheter where it connected to the drain bag will be documented in the CAPA upon completion. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. A risk review and labeling review is not required because the investigation was confirmed by the CAPA association. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that straight catheter kits were leaking at the connection site to the drain bag. Per follow-up on 17jun2021, it was reported that two staff had brought this forward. It was stated that one staff inserted the straight catheter in two patients, and it leaked both times. Per follow-up on (B)(6) 2021, it was reported that the catheter that leaked belonged to lot# ngewx143 and lot# ngfq0368. It was also reported that it looked like more than one lot# was leaking. It was unknown where the leak occurred. Per follow-up on 21jun21, it was stated that at least 6 leaking events have taken place as of last week.